Manufacturer narrative:
The cartridge has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 48 mg/dl and carbohydrates were consumed to address the low bg. The customer did not know the cause of the low bg. The customer had received an unidentified malfunction alarm and reverted to using another pump to manage diabetes.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm on (B)(6) 2017. User requested a correction bolus at 12:05am for 1.98 units of insulin, and overrode bolus size to 4 units of insulin. Then, user requested an extended bolus at 12:54am for 11.11 units, and overrode bolus size to 16 units of insulin. Extended bolus completed delivery at 4:23am. First low bg level was recorded at 4:48am on (B)(6) 2017. Basal rate also increased from .6 u/hr to .95 u/hr at 3:02am. The combination of overriding the bolus sizes of the bolus requests and the increase of basal rate could have led to the drop of bg levels. There is no evidence of device malfunction related to the low bg.